Manufacturer narrative:
Visual analysis: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported rupture. Later, as per ultrasound rupture, found discontinuous contour in shell, seems fold, found irregular ultrasound shadow and echodence noise inside lumen and subpectoral space. Found 0.5 cm size lymph node. This record is for right side. The device was explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed broken device assessed as unidentified (tear) opening. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Healthcare professional reported rupture. Later, as per ultrasound rupture, found discontinuous contour in shell, seems fold, found irregular ultrasound shadow and echodence noise inside lumen and subpectoral space. Found 0.5 cm size lymph node. This record is for right side. The device was explanted and replaced with another manufacturer's device.

Event description:
Healthcare professional reported rupture. The device was explanted and replaced with another manufacturer's device. This record is for right side.

Manufacturer narrative:
Continued: e.1.: phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.